Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the touchscreen. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, a non-recoverable fault 40021 occurred at startup. The technical support engineer (tse) guided a hard power cycle as the initial troubleshooting step, but the issue persisted. The tse then reviewed the error log information indicating the fault was associated with the touchpad controller. The procedure was aborted with no patient involvement.